Manufacturer narrative:
The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that the azur embolization coil broke off the pusher wire in the catheter prior to detachment with the controller. Both segments of the coil were removed from the patient, and the aneurysm was treated successfully. There was no reported patient injury. The patient's status is reported to be stable.